Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on a homechoice (hc) machine during use, with the hp connected in drain one. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) was not able to clear the alarm and was not near the machine. The technical service representative (tsr) explained to the rn how to clear the alarm. The rn was going to adjust the initial drain alarm setting. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.